Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was oversensing, there was one episode of sensed noise, and an impedance alert had triggered for one measurement of low pacing impedance. It was noted the patient's condition had progressed to persistent atrial fibrillation (af) about three weeks earlier and the oversensing appeared to be of the af since the lead was programmed to integrated bipolar sensing. The lead sensing was reprogrammed, and the pacing impedance alert trigger point was adjusted also. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.